Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for evaluation. Visual inspection of the returned photos found the anchor and the suture attached from the inserter. The anchor was broken and deformed at the distal end. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 4.9 healix adv sp peek ce would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. The possible root cause can be associated with off axis insertion and levering during insertion. As per instructions for use (IFU); 1) ensure that anchor is inserted axially to the bone hole (limit off-axis insertion). 2) improper instrument use, axial misalignment or levering with the anchor upon insertion may result in anchor fracture or reduced performance. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure, when the surgeon used the 4.9 healix adv sp peek ce anchor, it was observed that the anchor was broken. There were no adverse consequences to the patient. No additional information could be provided.